Event description:
It was reported that sharps coll slide close 9gal red was missing lid. This occurred on 20 occasions. The following information was provided by the initial reporter: this is a report about missing lids of sharps collectors. According to the customer's report, 480 products arrived with 20 lids missing.

Manufacturer narrative:
H6: investigation summary according to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. According with the evidence received, this investigation can´t be completed due the lack of information provided but with the information collected of the report from the user the investigation was concluded that this product had handling by a distributor due the package reported was for 8 pieces but the occurrence only mentioned this issue in 20 piece (2.5 cases) and the package of lids have a plastic band to avoid losing any lid. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing lids. If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes. H3 other text : see h10.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll slide close 9gal red was missing lid. This occurred on 20 occasions. The following information was provided by the initial reporter: this is a report about missing lids of sharps collectors. According to the customer's report, 480 products arrived with 20 lids missing.